Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had issues with the screw for their battery cap. The customer also stated the cap contact appeared to be higher than normal. It was also found the customer would get low battery alarms. The customer also reported possible damage to the battery cap. The customer's blood glucose was unknown. It was found the customer's battery was able to last more than one week. The customer was advised to monitor the insulin pump. No additional information provided.